Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted lead damage 175 to 189mm from the terminal pin. This area noted the two opposing sides of the lead insulation have damage. The conductors were laid back and flattened in this area as well. Microscopic analysis indicates the formation of holes in the tubing wall which were caused by external forces exerted on the lead body which transferred pressure to the underlying coil windings, causing a breakdown of the insulation. Due to the location and type of damage it appeared the damage was likely caused by entrapment in the clavicle first rib region.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient presented after the remote monitoring system noted a low out of range impedance measurements on the right ventricular (rv) lead and device. The x-ray showed a possible lead rupture in the clavicular area. As a result, a lead extraction procedure was performed. During the procedure, difficulty was experienced as it was not possible to insert the wire into the lead. The lead was successfully explanted and replaced. Once removed, visible insulation and conductor coil damage was noted. This patient was not pacemaker dependent, but did use crutches to walk. No adverse patient effects were reported.